Event description:
Patient presented to the physician with ongoing neurapraxia symptoms, including right-sided tongue deviation, right-sided lower lip drooping, difficulty eating certain foods, and headaches. Physician referred the patient to speech therapy and started treatment.